Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a proximal pancreaticoduodenectomy the 4 sutures broke repeatedly. The surgical time was extended by less than 30 min. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.